Event description:
It was reported there was a change in therapy effect. The issue began approximately 10 days ago while the patient¿s doctor stated it occurred 2 weeks ago. The patient was a c7 quadriplegic and began experiencing increased spasticity. Urinary tract infection and bowel issues were ruled out as the problem. A catheter dye study was done 4-5 days ago but the catheter access port was unable to be aspirated. It was unknown if there had been any previous reservoir discrepancies. The last refill was (B)(6) 2013. No audible pump alarms were heard and the event logs were normal. Last night/overnight the patient became hypothermic and unresponsive so the patient was intubated and the pump was programmed to minimum rate mode. Narcan and propofol were administered. The patient was checked one hour prior to the issue and was okay. The patient was then arousable and breathing on his own after the narcan and propofol were administered. The doctor did not believe the overdose symptoms would have been due to having other medications on board. Originally the plan was to fill the pump with saline. The pump was going to aspirate all the old drug and fill with new 2000 micrograms per milliliter drug. The patient¿s pump was previously programmed in flex mode with baclofen at 13.4 micrograms basal rate and boluses of 40 micrograms with durations of 5 minutes at 04:00, 11:00, and 17:00. Morphine had a 0.01 milligram basal rate with 0.03 milligram boluses at the same times. It was later reported the patient was scheduled to have a revision on (B)(6) 2013 and it had been rescheduled to (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
Additional information was received and per this reporter, the catheter was revised on (B)(6) 2013. Following the revision, the patient was doing okay and was back to baseline.

Event description:
Additional information received reported the entire catheter was revised and replaced.